Manufacturer narrative:
Product event summary: it was found that the stylus tip and cursor did not align on the display screen.

Event description:
The programmer that was returned to the manufacturer to be evaluated was analyzed and subsequently tested out of specification. There was no patient involvement.